Event description:
It was reported that the ventilator started alarming constantly and was unable to fully power up with flashing led's when plugged into external power. It is unknown if the ventilator was connected to a patient when the reported problem occurred.